Event description:
I have a cardiac defibrillator that has been in me for 14 years. I've reported it to every doctor that I have seen. To my knowledge, they have broken every regulation that the FDA (food and drug administration) has on this matter. Nobody seems to want to report these adverse events. They have it nowhere on my medical records. Therefore, please respond and tell me why no one enforces the law that they are obliged to follow. I'm submitting this to you that I have a cardiac defibrillator that's never worked. It hurts every day. This is very important, thank you. The company name is medtronic. It is crucial and disturbing pain from this device. I don't understand why these are still on the market. I am reporting that medtronic sells faulty cardiac defibrillators.